Event description:
Intera oncology received a report of a patient that was identified during follow-up with the clinical team about the intera 3000 hepatic artery infusion pump having slow flow rates under glycerin treatments. The clinic provided us with the history of each of the refill flow rates since on (B)(6) 2025: on (B)(6) 2025: 0.23 ml/day, on (B)(6) 2025: 0.23 ml/day, on (B)(6) 2026: 0.14 ml/day, on (B)(6) 2026: 0.11 ml/day. The patient is planned for short-interval follow-up in 2 to 4 weeks for reassessment of flow rate, with consideration of a bolus pathway flush to further assess catheter patency. On (B)(6) 2026, the patient told the clinic they did not want additional medical testing/evaluation, and they confirmed they understood the risks and benefits that were explained to them. The patient is currently without evidence of disease (ned). Glycerin is being used to maintain catheter patency should salvage therapy be required in the future.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology is in communication with the clinic and is waiting for additional information. Therefore, once we obtain updated information a supplemental report will be submitted.